Event description:
It was reported the patient had the inflatable penile prosthesis pump was replaced due to pain and patient dissatisfaction as the pump tubing was too short and sat high in scrotum. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implants of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implants of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported the patient had the inflatable penile prosthesis revised due to pain and patient dissatisfaction as the pump tubing was too short and sat high in scrotum. No further patient complications were reported.